Event description:
It was reported that during a procedure to treat a lesion in the proximal right coronary artery with 100% stenosis, an unspecified stent was implanted. A 4.5x12 nc trek rx dilatation catheter was advanced without resistance and inflated for post dilatation without issue. Reportedly, the balloon was completely deflated prior to attempting to remove the dilatation catheter from the patient anatomy. During withdrawal, the 4.5x12 nc trek rx dilatation catheter was withdrawn from the proximal portion of the stent; however, strong resistance was then felt and the dilatation catheter became stuck inside of the guiding catheter. The dilatation catheter, guide catheter and guide wire were withdrawn from the patient as a single unit. The procedure was then completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty could not be replicated. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information